Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days post hemorrhoid energy therapy, the patient developed a rectocele (posterior vaginal prolapse) and rectal prolapse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.